Event description:
Per the clinic, the patient experienced pain during initial fitting session, leading to the decision to explant the device. The device was explanted (B)(6) 2010, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Device will not be returned.